Manufacturer narrative:
The unit was received alarming failure of flash memory followed by new software release due to fractured solder joints on the motherboard. The unit was unable to perform the self test along with the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests due to the failure of flash memory and new software release alarm. The unit had a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed new software release after changing a dead battery. The device also alarmed failure of flash memory. The patient's blood glucose at the time of incident is unknown. The failure of flash memory alarm occurred after the new software release alarm was cleared. Troubleshooting could not continue as one alarm would come after clearing the other; the loop could not be exited. The insulin pump was returned and replaced.